Event description:
It was reported that the device evita v800 had a cockpit reboot during use the second time, therefore this second complaint was opened - the therapist caring for the second patient reported that upon entering the room to perform a routine ventilator check, she witnessed the monitor reboot. No one was interacting with the device nor had anyone reported any interaction. The only caveat she noted was that the patient had a longstanding history of chronic cough, so she thought maybe the patient had been coughing.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.